Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an ¿attach/reattach¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information: health effects codes. Evaluation codes: updated. Device evaluation: one, used device without its original packaging was received decontaminated. The tamper seal was removed. Visual inspection found a worn dso seal, damaged battery compartment, missing battery door, and a bent latch lock. Functional testing was able to duplicate the reported fault. The complaint was confirmed. Most probable root cause is a faulty dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Repaired: faulty pwa board, faulty dso sensor, optic switch, scratched lcd lens, missing battery door, damaged battery compartment, keypad, overlay, rear label, side label, bent latch lock, contaminated latch lock flex were replaced.

Event description:
Additional information received stated that the fault did not happen during patient use and no one was harmed.